Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a non-specific delivery issue with the pump. No further information was provided. Troubleshooting could not be completed at the time of initial contact. Customer technical support made attempts to contact the reporter for troubleshooting and additional information, without success. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported based on the allegation of a non-specific delivery issue.